Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported epistaxis could not conclusively be established through this evaluation the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 4 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient experienced epistaxis. No further information was provided.